Event description:
Rn received all from pt stating that the ambulatory infusion pump continues to alarm "hi pressure." No kinks in tubing. IV access not occluded. Rn used the same tubing on another amb pump which infused ok without problems/alarms.